Event description:
The customer reported the system switch off during a case and would not reboot. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and cables need to be replaced. The reported issue is currently under investigation.